Event description:
It was reported that at implant the lead impedance varied from 280 ohms to 3000 ohms when measuring with the pacing system analyzer. It was also reported the doctor thought there was too much tension when positioning the lead. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.